Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was larger than the inner diameter of air/water (a/w) nozzle got into the (a/w) channel caused clogging. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found white scratches on the image, there was foreign material in the auxiliary channel, the angle knob had play, the insertion tube was scratched, the flexible tube of the insertion section was crushed, the insertion tube was wrinkled, there was foreign material inside the nozzle, the tip cover was scratched, the operation part was discolored, the operation part was scratched, switch 3 was scratched, switch 4 was worn out, the switch box was scratched, the operation unit cover was scratched, the up/down knob was scratched, the up/down angle fixing lever was scratched, the right/left knob was scratched, the grip was scratched, the forceps plug cap was scraped off, the universal cord was scratched, the universal cord was wrinkled, the scope connector side of the universal cord was scratched, the scope connector was scratched, the scope connector cover was scratched, and the right/left angle fixing knob was scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had white scratch on the endoscope image. Inspection and testing of the returned device found foreign material in the nozzle and the secondary feed channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the information supplied by the customer.

Event description:
The issue was found prior to a diagnostic upper endoscopy procedure. There was no delay and the procedure was completed with the same device.